Manufacturer narrative:
The product was not received for evaluation. Therefore, the report of the balloon failing to deflate could not be confirmed and the root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was reported that the tuftex embolectomy catheter balloon would not deflate. A new catheter was used to complete the operation. The device was not in direct contact with the patient. No injury was reported to the patient.